Manufacturer narrative:
Investigation summary: bd received 3 photos and 1 video for investigation. The photos and video were reviewed and underfill was observed; however erroneous results were not observed. A total of 100 retained samples were visually inspected with no visible defects. Additionally, 10 retention samples were functionally tested and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results-hct, mcv, mchc) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy this complaint is unable to be confirmed for the indicated failure mode erroneous results-hct, mcv, mchc. This complaint has been confirmed for the indicated failure mode underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes underfilled. This underfill caused some test results to be low. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes underfilled. This underfill caused some test results to be low. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.